Event description:
It was reported that the shock lead impedance was high, out-of-range at greater than 160 ohms. They brought the patient in for defibrillation threshold (dft) testing, which was successful, and planned to monitor the patient for now. The device and leads remain in service. No additional adverse patient effects were reported.